Event description:
It was reported by the surgical rn that the md could not advance the spring wire guide (swg) through the sheath. As a result, the md removed the sheath and swg; another kit was requested. Reference medwatch 1219856-2008-00553 for the second event involving the same pt. There is no more info about this event.

Manufacturer narrative:
Sample will not be returned for evaluation.